Manufacturer narrative:
Initial and final MDR (B)(4), device 1 of 3. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) due to hyperglycemia on (B)(6) 2024. The blood glucose level was high at the time of event and was caused by the bent cannula. The patient got treated with intravenous fluids of saline and insulin. Patient also had high ketone levels and experienced bruising from changing his infusion set site. The duration of stay was six hours. The patient was released from the hospital on (B)(6) 2024. No further information available.